Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. The lot number information needed to review device history records was unavailable. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Manufacture date - product identification necessary to obtain manufacturing history information was not provided; manufacture date unknown. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2011-00650 & 00651). This report filed (B)(4), 2011.

Event description:
It was reported that patient enrolled in a clinical study underwent partial knee arthroplasty on (B)(6), 2009. Subsequently, a revision procedure was performed on (B)(6), 2011 due to loosening of the femoral and tibial components. The femoral and tibial components were removed and replaced. No further information has been provided to date.